Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that both leads were replaced. The manufacturer representative stated that the patient had stimulation in all areas that were needed. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient got an out of regulation (oor) error message when increasing amplitude on the date of this report. The manufacturer representative stated that the patient was sitting on the side of their bed, turned stimulation on, and attempted to increase amplitude of b1 when they got the error message. The patient denied any falls or other inciting events that could have led or contributed to the issue. The manufacturer representative was able to increase amplitude to 10.5v without reaching perception thresholds. Impedances were checked and contacts 7-8 had values greater than (B)(4) ohms. The patient was informed that their lead required replacement in order to resume stimulation. It was noted that the patient was very happy with their coverage and wished to proceed with lead replacement if their physician agreed with the plan. No other troubleshooting, such as x-rays, were performed at the time. The issue was not yet resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-oct-31. It was reported that no actions or interventions were taken to resolve the out of regulation (oor) error message and high impedances. The manufacturer representative stated that it could not be resolved. It was noted that the cause of the issue was not determined. No further complications were reported or anticipated.